Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable, can connection status) was isolated to the electrode belt¿s distribution node (dn) to rear te cable being severed, damaging all wires in the cable. The belt was unable to pass falloff or detect and treat testing. The root cause for the severed cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged and was experiencing can connection status.